Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was minor leakage around the filter of the set. The leak was resolved at first but reappeared as small drops shortly after. The infusion was stopped, the set was changed, and treatment continued without issues for that cassette. The next cassette change occurred on (B)(6) 2025, with no issues. On (B)(6) 2025, the patient contacted the hospital to report a similar minor leak around the filter and returned to the hospital, where staff obtained an alternative cadd giving set from the christie hospital, based on their reported successful use of this type. These alternative sets were used for the remainder of the treatment cycle, with no further incidents reported. There was patient involvement and no harm.